Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported about incorrect processing of the ih-1000. The customer stated that the internal time of the system was corrected. Then, customer started running instrument and observed the incorrect processing. The instrument placed the cards directly in the centrifuge instead of placing them in the incubator. Our field service engineer was not able to collect the log files for review. Without the logs it is not possible to identify exactly what happened. There were no false results reported. The error never occurred again. The most likely cause fo this complaint was a communication failure between the automate and the master pc that occurred when the time was changed on the automate pc. After any change the system should have been rebooted.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported about incorrect processing of the ih-1000. The customer stated that the internal time of the system was corrected. Atterwards, the customer started running the instrument and observed that the processing process was incorrect. The instrument placed the cards directly into the centrifuge instead of placing them in the incubator. The investigation of the data files of the instrument is still ongoing.